Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total left knee arthroplasty on (B)(6) 2012. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of loosening, instability and banging sounds. During the procedure, the bearing was removed and replaced and a locking bar was implanted. A review of the invoice history confirmed the surgery dates and which components were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received by patient noted that patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of loosening, instability and banging sounds. Subsequently, patient alleges loosening, instability, and banging sounds persist; however, a second revision procedure has not been reported to date.

Event description:
It was reported that patient underwent a total left knee arthroplasty on (B)(6) 2012. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of loosening, instability and banging sounds. During the procedure, the bearing was removed and replaced and a locking bar was implanted. A review of the invoice history confirmed the surgery dates and which components were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06493 & 06494).